Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and recommended that the customer purchase a replacement battery. It was later confirmed by the customer that they would purchase a new battery for the device, but have not placed an order yet. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle upon power on. The customer advised that the device beeps at power on but does not complete the boot up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.